Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had been having problems with the stimulator, the part to holds the lead in place, the clip clamp. The patient stated that ¿it¿s a defect with the way it was put in¿ and the problem with the clip/clamp part not the therapy/stimulator. It was noted that it was not that they did not like the stimulator because it had done quite well as pain relief. The clamp broke because it stuck out too far where it was placed in the spine, when they go sit in a chair , specially a hard chair, the clamp part would hit the hard plastic chair because it stuck way out of the skip which is why it broke. The stimulator itself was not bad, it was the clamp. The clamp started slipping, it started electrocuting the patient in their ¿lady parts¿ and one side had to be disconnected so the patient was only receiving half therapy at the time of the report. It was reviewed that it would be best to continue with their health care professional (hcp) in regards to reported concerns. It was noted that they met with a manufacturer representative (rep) and turned off one side maybe not quite a year ago, around the last of 2015. Other relevant medical history includes spinal pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that after the surgery to implant the device the patient information the doctor that the clip/clamp stuck way out and that when she sat in hard backed chairs, the clip/clamp was positioned right where she rested her back. It was not long after that she realized the clip had broken and lied off to one side. She was told by the doctor, who installed the device, that nothing could be done. The patient changed doctors and the new doctor had done everything to help her resolve this issue. A manufacturing representative (rep) had seen her a few times and tried to help, but the clamp had completely fallen apart and no longer held the leads in place. She was not getting the full benefit of the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.